Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); bg value and cause unknown. Customer consumed carbohydrates to treat low bg. A pump data review was performed and the control iq system was found to be working as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.